Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional info from the importer report: additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Additional info from the importer report: (B)(6) 2013; avaulta anterior biosynthetic support system, catalog: 486010; (B)(6). Attorney.